Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF SERIOUS INJURY EVENTS 12.  COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿.  COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR FEBRUARY 2019 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.

Manufacturer narrative:
CORRECTED DATA: F10, H6. REFERENCE CAPA-20-00141.

Manufacturer narrative:
CORRECTION TO B2 TO INDICATE THAT INTERVENTION WAS REQUIRED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4569125,I,SI,31,Edwards SAPIEN XT,9300TFX26,2993;5087903,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;5092073,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;5103846,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;5104094,I,SI,27,Edwards SAPIEN XT,9300TFX29,2993;5128978,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;5160935,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;5169434,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;5169434,I,SI,26,Edwards SAPIEN XT,9300TFX26,2993;5171665,I,SI,4,Edwards SAPIEN XT,9300TFX26,2993;5190446,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;5193720,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993